Manufacturer narrative:
The handpiece has been checked visually and functionally against the valid specification. During the test run it was already found that it was running out of specification and the heat up was reproducible. This was already an indication that the ball bearings have been worn out, which was confirmed after disassembly of the instrument. Root cause for the heat up was that the handpiece has been used with worn out bearings which caused higher friction and hence heat up. To avoid such issues the IFU contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: 2.2 improper use because the operation with an electric motor involves a higher torque, patients, users and other people can suffer injuries and serious burns if an instrument is damaged or used improperly. > check the technical condition before each use. > never press the push-button during operation of the device. > never use the instrument to keep the cheek, tongue or lip at a distance. > never touch soft tissue with the handpiece head or instrument cover. 2.3 technical condition a damaged product or not kavo original components could injure patients, users or third parties. > only operate devices or components if they show no signs of damage on the outside. > check to make sure that the device is working properly and is in satisfactory condition before each use. > have parts with sites of breakage or surface changes checked by the service personnel. > if the following defects occur, stop working and have the service personnel carry out repair work: · malfunctions · damage (e.g., from dropping) · irregular running noise · excessive vibration · overheating · dental bur is not seated firmly in the handpiece to ensure optimum function and to prevent property damage, please comply with the following instructions: > service the medical device regularly with care products and systems as described in the instructions for use. > the device should be reprocessed and stored in a dry location, according to instructions, if it is not to be used for an extended period of time. 2.4 accessories and combination with other equipment use of non-authorised accessories or non-authorised modifications of the device could lead to injury. > only use accessories that have been approved for combination with the product by the manufacturer. > only use accessories that are equipped with standardised interfaces. > do not make any modifications to the device unless these have been approved by the manufacturer of the product. > use original kavo spare parts only.

Event description:
When instrument was sent in for repair it was stated that during a filling procedure on lower left teeth the dentist noted that it became very hot. She let it cool down and then proceeded with the treatment. It again heated up and caused a burn at patients gum and lip. There was no medical care necessary, but patient was called several times to check on her. She was going okay.